Event description:
It was reported the pt experienced a shocking or jolting sensation. The symptoms occurred following exposure to a theft detector or security gate. The device was turned on during exposure. The pt had turned the device off since the incident, but the shocking sensation remained constant at device pocket and legs. The pt and her non-implanting hcp felt the device was implanted too close to skin's surface. The pt also noted the device moves in the pocket. The pt was in the process of obtaining a new hcp. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4)